Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes contained foreign matter. No serious injury or medical intervention was reported.

Event description:
It was reported that bd vacutainer k2 edta (k2e) plus blood collection tubes contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective stopper and foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective stopper and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for defective stopper and foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and defective stopper and foreign matter was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.